Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq3979 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq3979) have been reported from the same facility.

Event description:
It was reported that vat nurse placed triple lumen PICC and the line would not flush or aspirate despite sherlock indicating that the line was in a downward position in the svc. An immediate catheter exchange to another triple lumen PICC from the same lot number was made and it worked correctly.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of being unable to flush or aspirate the PICC line was confirmed and appeared to be related to the use of the device. One 5 fr tl powerpicc solo catheter was returned for investigation. Red use residue was present within the extension tubing. A product label was returned with product information lot: redq3979. The catheter extended up to the 33 cm depth marker. The three lumens were flushed with water using a 10 ml syringe and the lumen with the grey hub was found to experience an occlusion. A non-complainant guidewire was passed through the occluded lumen and resistance was experienced near the 18 cm depth marker. The catheter was cut near the 18 cm depth marker. Microscopic observation of the catheter lumen revealed red residual material to be occluding the non-power injectable lumen. The material appeared to be solidified residue likely introduced during use of the device; therefore, the complaint is confirmed. A lot history review (lhr) of redq3979 showed one other similar product complaint(s) from this lot number. The complaints for this lot number: (redq3979) have been reported from the same facility.

Event description:
It was reported that vat nurse placed triple lumen PICC and the line would not flush or aspirate despite sherlock indicating that the line was in a downward position in the svc. An immediate catheter exchange to another triple lumen PICC from the same lot number was made and it worked correctly.